Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 41-year-old female patient who had essure (batch no. C12706) inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 4 months after insertion of essure. The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: expiration date (calculated using product circulation date): (B)(6) 2024. Lot number: c12706, manufacturing date: 2014-01-13, and expiration date: 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-aug-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. C12706) inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: expiration date (calculated using product circulation date): 12-feb-2024. Lot number: c12706. Manufacturing date: 2014-01-13. Expiration date: 2017-01-31. Most recent follow-up information incorporated above includes: on 28-jul-2021: summons received. Reporter information, patient middle name, address, dob, product removal details, rcc added. Event: injury nos updated to event: medical device removal. Case become serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 41-year-old female patient who had essure (batch no. C12706, a14894) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion intervention required), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder and urinary problems"), urinary tract disorder ("bladder and urinary problems"), dyspareunia ("dyspareunia") and mental disorder ("phycological problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, dyspareunia and mental disorder had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, mental disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: expiration date (calculated using product circulation date): (B)(6) 2024. Lot number: c12706 manufacturing date: 2014-01-13 expiration date: 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: previously reported event medical device removal was updated to pain. New events abnormal bleeding, bladder and urinary problems, dyspareunia and phycological problems added; new essure lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 41-year-old female patient who had essure (batch no. C12706, a14894) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion intervention required), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder and urinary problems"), urinary tract disorder ("bladder and urinary problems"), dyspareunia ("dyspareunia") and mental disorder ("phychological problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, dyspareunia and mental disorder had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, mental disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: expiration date (calculated using product circulation date): (B)(6) 2024. Lot number: c12706. Manufacturing date: 2014-01-13. Expiration date: 2017-01-31. Lot number: a14894. Manufacture date: 2012-05. Expiration date: 2015-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain / chronic pain; ") in a 41 year-old female patient who had essure inserted (lot no. C12706, a14894). Additional non-serious events are detailed below. The patient had a medical history of vaginal dryness, lack of libido, dysuria, hiatus hernia, hiatus hernia, parity 2, dyspareunia, mood swings, hot flashes and menopausal symptoms. Previously administered products included: yasmin. Concurrent conditions were listed as painful periods, menorrhagia and abdominal pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 871 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder and urinary problems"), urinary tract disorder ("bladder and urinary problems / urinary issues"), dyspareunia ("dyspareunia"), mental disorder ("phychological problems"), headache ("headaches"), gastrointestinal disorder ("gastro-intestinal issue") and back pain ("these have included exacerbation of pre-existing back complaint") and was found to have weight increased ("weight-gain"). The patient was treated with surgery (total hysterectomy and bilateral salpingooophorectomy). At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, dyspareunia and mental disorder had resolved. The reporter considered back pain, bladder disorder, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, mental disorder, pelvic pain, urinary tract disorder and weight increased to be related to essure administration. The reporter commented: expiration date (calculated using product circulation date): (B)(6) 2024. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] (date unknown): negative [ultrasound scan] on 09-apr-2016: transvaginal ultrasound with patient¿s verbal consent. No latex allergy reported. The uterus is retroverted and bicornuate but otherwise demonstrated a normal echo pattern. The endometria are smooth in outline measuring: right - 6mm; left - 5mm, on day 14 of the cycle. A trace of fluid is seen within the right endometrium. Both ovaries appear normal. A simple cyst measuring 20 x 11 x 13 mm is seen within the left adnexa; appearances are suggestive of a fimbrial/broad ligament cyst. No obvious adnexal masses or free fluid seen lot number: c12706 manufacturing date: 2014-01-13 expiration date: 2017-01-31 lot number: a14894 manufacture date:2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: mr received : reporters information, patient medical history and events -weight gain, headaches, gastro-intestinal disorder nos low back pain were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.